Manufacturer narrative:
The evaluation included reviewing complaint and trending data, the architect c801302 result log, and labeling in the architect system operations manual. The issue appeared to be isolated to (B)(6). No other potassium repeat testing was observed in the architect c801302 result log, and the potassium precision run looked good. The result log showed the following for (B)(6): after the potassium test was initiated, the total bilirubin test was sent to exceptions for error code 3004 'unable to process test, liquid not found for sample pipettor at sample carrier', and the creatinine test was sent to exceptions for error code 3104 'unable to process test, liquid contact broken during aspiration for sample pipettor at sample carrier'. The sample also had 1+ hemolysis. A review of the architect c801302 service history did not identify any contributing factors on or around the date of the complaint. The clinical chemistry product monitoring review identified no trigger associated with the architect c8000 erratic result rate. No trends were identified for the architect c8000. Nor did the 12-month search for similar complaints identify an adverse trend for the architect c8000. A product labeling review found the architect system operations manual provides adequate information regarding limitations of result interpretation, sample interference indices, sample integrity/handling, error code 3004, error code 3104, and troubleshooting the described issue. Based on the available information, an issue with the sample integrity/handling cannot be ruled as the most likely cause of the result issue. A systemic issue and/or product deficiency was not identified.

Event description:
The account generated a false elevated architect c8000 potassium of 6.9 mmol/l ((B)(6)) on a hemolyzed infant sample that repeated 3.8 mmol/l on an architect c4000 analyzer. The sample quantity was insufficient to repeat on the architect c8000. No impact to patient management was reported.